Event description:
It was reported that the insulin pump alarmed an error during the manual prime process. The blood glucose reading was not provided. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose/flush drive support disk. The error alarms could not be verified due to the motor error alarms. The device was received with a cracked case at the display window corners and reservoir tube. The unit was also received with a minor scratched lcd window.